Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap that has leaked at the connection (tubing/syringe) during infusion/IV push causing chemotherapy spills and potential exposure on the peds oncology unit. The primary tubing was infusing through a large volume infusion pump and connected to the patient¿s central line. There was approximately 1-5ml of blood loss or bleed back reported. The tubing and drug were replaced and therapy was resumed. There were no holes, cuts, tears, or any defect noted. There was patient involvement and no harm was reported.